Event description:
The device was broken off at the tip. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. This investigation report indicates that the impactor was analyzed for conformance specifications and no abnormal findings were identified. A review of the device history record manufacturing documents revealed that no complaint related issues were found.